Manufacturer narrative:
(B)(4). Eval pending. Initial report filed based on description of issue. It is unk at this time whether issue is with accessory battery and/or charger.

Event description:
It has been reported that smoke was detected during attempted batter charge cycle. No associated pt use or attempt to deploy the device.